Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, the device was able to fire with no problem, but 3 weeks post operatively the patient had leakage on the anastomosis. To resolve the issue, the surgeon re-did the surgery then, re-resected and re-stapled the anastomosis of the patient. There was a tissue damage as a result of the device failure.